Manufacturer narrative:
The reported event is unconfirmed. Received two (2) photo samples. Both photo samples showcase an overview of a 3-way temp sensing catheter with cut portion of inlet tubing. Received one (1) used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Visual inspection noted that balloon was inflated. Using the returned syringe, the balloon deflated passively with no cuffing or leaks noted. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event is unconfirmed a labeling review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a foley catheter, after insertion in the operating theater, the patient was managed in the ICU and upon checking the catheter, it was found that the catheter had fallen out. They confirmed that there was a leak from the drainage eye. Balloon damage could not be confirmed. The balloon was returned inflated. No abnormalities could be confirmed in other locations. They cut the inlet tube and discarded the bag. The event occurred after 3 days of device placement and there was no balloon rupture or tear. None of the materials possibly came into contact with the catheter. The patient's urine stone was none.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter, after insertion in the operating theater, the patient was managed in the ICU and upon checking the catheter, it was found that the catheter had fallen out. They confirmed that there was a leak from the drainage eye. Balloon damage could not be confirmed. The balloon was returned inflated. No abnormalities could be confirmed in other locations. They cut the inlet tube and discarded the bag. The event occurred after 3 days of device placement and there was no balloon rupture or tear. None of the materials possibly came into contact with the catheter. The patient's urine stone was none.